Event description:
Healthcare professional reported, left side rupture. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
Cont e1 zip code - (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.